Event description:
During at CT guided abscess drain insertion, the initial small guide wire tip broke off in the pt just beneath the skin. Using the CT and CT fluro, this was immediately noticed. The wire tip was retrieved immediately with a hemostat. Removal was confirmed by the use of CT/CT fluro. The two pieces of wire were compared to another exact wire and the length was exact. Incident was disclosed to pt. Dates of use: (B)(6) 2016. CT guided drain placement.